Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. It was also reported that the implantable pulse generator (ipg) exhibited under-sensing due to atrial events falling into the blanking period with arrhythmia ongoing after device defined termination of events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that undersensing could not be confirmed.